Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the pin stuck in cutting block broke off when trying to remove.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that the pin stuck in cutting block broke off when trying to remove did not delay surgery. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found a broken and stripped unk fixation pin attached to the distal fem cut blk. The broken fragments were not returned for evaluation with the observed condition of the unk fixation pin is reasonable to think that it was overtightened and at the moment of disassembling from the distal fem cut blk unintended excessive forces were used to disengage from the fixation pin causing it to break. Properly handling and attention to the approved use of the device diminishes the risk of failure. The intuition instruments surgical technique can be reviewed for more information on the alignment and use of the device. A functional test was unable to be performed due to the post-manufacturing damage. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the unk fixation pin would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed.